Manufacturer narrative:
Product event summary: data files with two images were returned and analyzed. Analysis of the returned two image files showed the mapping catheter loop seemed to be deformed. In conclusion, the data/image analysis observed a deformed catheter loop. The physical product, 2ach20 achieve mapping catheter with lot 9622972, was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryoablation procedure, the circular mapping catheter was accidentally inserted into the left ventricle, where it became hooked onto the papillary muscle and could not be retracted into the sheath. The mapping catheter was eventually retrieved by slowly dragging it, but it had become deformed and unusable. The circular mapping catheter was replaced, and the procedure was successfully completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.